Manufacturer narrative:
System analysis/service repair in the field performed on june 08, 2016. The replaced resonator was received at the manufacturer on june 13, 2016. Product evaluation: the resonator s/n (B)(4) evaluation was completed on june 30, 2016 and noted overheating of the fiber port; coupler lens had bright spot on fiber side; pins were noted corroded on fiber coupler assembly; coupler cover was stuck and unstable power after 90.0 amps was noted. The coupler lens with holder, coupler cable assembly, coupler cover and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the analysis report, the root cause was determined to be coupler lens, coupler cover and coupler cable assembly wear in the resonator.

Event description:
It was reported that during a bph surgical procedure, overheating of port was noted. The procedure was canceled. Patient outcome "ok". No injury to the patient was reported.

Manufacturer narrative:
System analysis/service repair on june 08, 2016: the reported issue of ¿overheating port¿ was confirmed while lasing at 120w. The resonator was replaced; verified software version; rf power and coolant flow were set; tightened loose hardware on touchscreen base; checked laser power detector calibration and laser power at different power settings. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
The replaced resonator was received at the manufacturer on june 13, 2016.